Manufacturer narrative:
Event site postal code: (B)(6).

Event description:
It was reported that the ventilator generated technical error code indicating blower restart error. There was no patient harm. Manufacturer's ref #:(B)(4).